Manufacturer narrative:
Result: siderail cables. Bed scale sys calibration and zeroed.

Event description:
It was reported by svc report that the siderails were not working, and it was also confirmed that the bed exit sys could not be armed as the scale needed to be recalibrated and zeroed. No pt involvement or adverse consequences were reported.